Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "failed upstream occlusion." Was unable to be reproduced. The device was tested for ultrasonic sensor us occlusion testing and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream pusher is loose. The ultrasonic sensor will be recalibrated as part of the repair and the upstream pusher requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.